Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown size aaa at an unknown date between 2016 and 2017.  It was reported that the patient,  who had  an unknown endoleak observed during a follow up CT scan,   consulted a new physician and it was identified that the suprarenal stents were bent. The physician then posted the case via social media in a private group.  No cause of the event was reported, however the physician stated that the issue could have happened due to user error during implant.  No additional sequalae were reported and the patient is fine.